Event description:
Customer reported that the insulin pump's reservoir compartment was cracked. Customer also reported that the insulin pump's display was scratched. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump was received cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.